Event description:
I had an MRI of my prostate in their only 3t machine -very high energy-, made by ge. The technician did not follow recommended safety procedures, and I got extremely over heated. We had to stop the procedure. The technician did not understand why this was happening. I now understand -by reading on the internet- that because my hands were both positioned on my chest, it created a closed loop that has caused severe skin burns in other patients. He should have positioned my hands and arms so that they were at least a couple of inches away from other parts of my body, but he did not do this. It was extremely uncomfortable and dangerous. This occurred at 5:30 pm. Dates of use: one day 2007. Diagnosis or reason for use: cancer. Event abated after use stopped: yes.